Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found no evidence of blood back in the unit. All functional and safety checks were performed and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer during use that the cardiosave intra aortic balloon pump (iabp) had blood back issue and catheter ruptured. There was no patient injury or harm.